Manufacturer narrative:
Patient remained hospitalized post index procedure and suffered acute hypertensive pulmonary edema. Patient was treated with medication and positive pressure. Patient continued to worsen with abundant hemoptoic sputum and the patient died approximately two days later. Investigator assessed the event as not related to the index device or anti-platelet medication. Sponsor assessed the event as not related to the anti-platelet medication and possibly related to the device. Cec adjudicated death-non cardiovascular, due to multi-organ failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approx. 3 days post index procedure, the patient died.

Manufacturer narrative:
Additional information: patient weight updated. If information is provided in the future, a supplemental report will be issued.